Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measured approximately 15.36mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Additional related observations not reported by the site included that the instrument was found to have a broken conductor wire broken inside the yaw pulley; within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaw of the force bipolar broke while using it. The doctor stated that while grasping the window that was created during the hernia repair, the device failed. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.